Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the technician's statement, the device generated several technical errors. Dc/dc & battery control printed circuit board (pcb) was pointed out as defective and it was replaced to resolve the issues with all of the technical errors. Review of the provided device's logs confirm occurrence of the reported issues for a longer period. Moreover, other technical errors indicating battery communication error, communication error, power error and power error on expiratory channel board also were generated several times and most likely they are also related with dc/dc & battery control board malfunction. The technician noticed that dc/dc & battery control pcb was manipulated (sign of being soldered) by a third party service. After the pcb replacement, the pre-use check was performed and it failed internal leakage test. The expiratory membrane, safety valve membrane, o2 cell, o2 gas module and turbine were crosschecked from another device, but the failure persisted. It was pointed out that preventive maintenance kit is due for replacement and it was concluded that test failure was caused by pm kit (including nozzle units). The customer did not accepted the final quotation including pm kit, hence the device was not officially put back into clinical use by our technician. The last replacement of the pm kit/nozzle unit is unknown, hence the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).